Event description:
It was reported that during an atrial fibrillation (afib) procedure, brockenbrough was conducted with a sheath (agilis sheath) and with a navistar tc sf catheter and a sound star catheter. Echo was performed of the long axis of the left ventricle (lv) to monitor the complication. At that time, pericardial effusion was not observed. After that, dragging pulmonary vein isolation (pvi) was performed at left pulmonary vein (pv). During ablation, pericardial effusion was observed, but the physician determined the drainage could not be performed yet, and pursued right pulmonary vein isolation (rpvi). The ablation of posterior wall of lpv was 30w and others were 35w. The drainage and medication (details unknown) were performed after finishing right pulmonary vein isolation (rpvi). The effusion was drained around 150cc. However, the patient¿s condition changed suddenly. The cardiac compression was performed, but eventually the patient deceased. There was no malfunction of bw products prior and during the use. The physician commented regarding this event was: the cause of the event may have occurred by due to the sheath (agilis) which have been used from before. The cause of the decease might be related to the hypertrophic cardiomyopathy (hcm) which the patient had as primary disease. When the cardiac tamponade occurred, the decrease of the blood pressure was observed.

Manufacturer narrative:
(B)(4).